Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced a sinus tachycardia in which noise and oversensing of t waves occurred, followed by an inappropriate shock which converted the rhythm. It was noted this could possibly have been bundle branch block. This patient was in her garden doing some work at the time. This patient started on medication and will follow up with the physician. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.